Event description:
The customer reported that while using the heartstart mrx it was unable to obtain EKG waveforms. The customer reported that the pt died.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtain more info concerning this event.